Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 36 and stated the pump did not alert, after eating a lunch meal earlier, and ems transport occurred to a facility where glucose was raised to 180; logs later showed multiple alerts during the event, and the user had recently adjusted their weight from 130 to 112. Symptoms included nausea, shortness of breath, and near syncope consistent with hypoglycemia. Outcomes included unexpected medical intervention with medication required to treat the low glucose. Investigation included communication with the user, review and analysis of synced device data and engineering logs. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement, despite documented alerts such as urgent low glucose and sensor-related notifications being generated and mostly acknowledged. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.